Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the active exhalation control module solenoid verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were replaced to resolve the issue. No further investigation is required.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy ev300 ventilator failed the active exhalation control module solenoid verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were replaced to resolve the issue. The three-way solenoid valve and the proportional valve were returned to the product investigation lab (pil) for additional testing. The three-way solenoid valve and the proportional valve were found to operate as designed without any issue when evaluated independently.